Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed, that the patient underwent surgical intervention on (B)(6) 2021. Where in the lead was repositioned to the correct place. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's lead had migrated, causing the patient ineffective therapy. In turn, surgical intervention may take place to address the issue.